Manufacturer narrative:
The manufacturer was previously received a work order reporting that the repaired dreamstation auto bipap experienced a thermal event, including sparking, smoke smell, smoke scent charring on the electrical, and some warping in the electrical compartment, as well as damage to the power cord or power supply. No death, serious harm, or injury was reported. There was no report of serious or permanent harm, injury, or medical intervention. The device was returned to manufacturer product investigation laboratory (pil) for evaluation. Pil visually inspected the device and observed corrosion on the dc power jack of the power supply (indicative of water ingress), corrosion on p4 dc power jack (indicative of water ingress), dust-like contamination on top of the blower box, at the iso port of the rear panel, at the air inlet of the blower box, and on the top of the blower motor. There was also finding of rust-like contamination in the bottom enclosure (likely from the corrosion on the p4 power jack), potential mineral deposits in the blower box, which is indicating potential water ingress, potential mineral deposit spots on the bottom of the blower motor, indicating potential water ingress. Additionally, the evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. Pil was not able to confirm the complaint or address the symptoms. The investigation concludes that there was no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device. Section product UDI in box g and box h has been updated/corrected in this follow-up report.

Event description:
The manufacturer received a work order reporting that the rep dreamstation auto bipap experienced a thermal event, including sparking, smoke smell, smoke scent charring on the electrical, and some warping in the electrical compartment, as well as damage to the power cord or power supply. No death, serious harm, or injury was reported. There was no report of serious or permanent harm, injury, or medical intervention. Analysis of past events does not indicate that an adverse event has occurred due to the reported allegation or would be likely to occur if the product allegation were to recur. In addition, a review of the risk file indicates that the potential for a serious adverse event occurring as a result of this incident is unlikely.